Manufacturer narrative:
Evaluation summary: batch number hv30518522 was released by qc according to defined specifications. The documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle and sterility test are registered as conforming.

Event description:
A physician reported after patient treatment with juvederm ultra plus in the nasolabial folds the patient experienced swelling in the "mid face area, down to the upper lips". The patient was treated with a medrol dose pak, orally. The physician reported the patient as being "just fine now".